Event description:
It was reported that when the device was used during a laparoscopic right hemicolectomy, it misfired and tore off the blood vessel (blood loss). The surgeon had to get control of bleeding and used a second stapler. There was a delay in the procedure with an extended or time of unknown length. Another device was used to complete the case with no further pt consequence.